Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 31. Details of surgery: ridge augmentation. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.